Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a driveline infection with abscess and drainage on (B)(6) 2023. The cultures grew methicillin-resistant staphylococcus aureus (mrsa). Two incisions and drainage were performed on (B)(6) 2023 and (B)(6) 2023. The patient was discharged on (B)(6) 2023 on chronic doxycycline. The patient as seen again on (B)(6) 2023 and the driveline looked healed with no drainage or abscess. The infection resolved. The patient was to continue on doxycycline and was to be monitored as an outpatient.